Event description:
User claims that after applying a reusable cold compress to her jaw, a leak in the compress caused burning and stinging to her face. Her dermatologist prescribed differin 0.1% gel to apply to her face, and has recommended laser surgery if the burn marks do not go away.